Event description:
It was reported that the patients ipg was not holding a charge for a long period of time despite charging re-education and troubleshooting steps provided. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) of 2023.